Event description:
It was reported that the patient had a hematoma at the ipg site after an implant procedure. Symptom of swelling at the site was noted. It was unknown if any intervention was provided.

Event description:
It was reported that the patient had a hematoma at the ipg site after an implant procedure. Symptom of swelling at the site was noted. It was unknown if any intervention was provided. Additional information was received that there was no intervention given and the patient was doing well post-operatively.